Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the pump supplies were changed to address the issue. . Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose was 260 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue and alarm issue was verified, but the setting issue could not be verified.